Event description:
Patient came to surgery for replacement of leaking grushong port. Catheter was found to be detached from port. X-ray showed catheter in the right ventricle and atrium. A cardiac catheterization performed. Catheter recovered. Patient discharged same daydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.